Event description:
Coolgard balloon ruptured entire bag of saline infused into patient and blood backed up into saline line. These devices are becoming increasingly more dangerous and we should consider no longer using them. FDA safety report ID # (B)(4).